Event description:
A distributor called to report that the customer had used the device to check their blood glucose and they obtained a result in the 300's mg/dl. They dosed insulin and had a seizure. They were taken to the hosp and treated for hypoglycemia and release 6 1/2 hours later. Level 1 and level 2 controls were in range on the system. The device was replaced and requested to be returned for evaluation.